Event description:
It was reported the er220 was used during an unknown procedure. It was reported by the affiliate that the clips would not feed into the jaw properly. A new instrument was used to finish the case. There was no consequence to the pt.